Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7074356, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7070534, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7074374, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate relief. The patient underwent spinal cord stimulation (scs) explant procedure. No further information has been obtained despite good faith efforts.